Event description:
A customer contacted baxter's technical service center to report receiving system error 2240 (air in line) with the homechoice (hc) machine during dwell. The home patient (hp) stated that he disconnected during day dwell and did not get back prior to drain. The hp reconnected. The technical service representative (tsr) advised the hp to start over with new supplies or use manual supplies and contact his nurse regarding the alarm. Product surveillance contacted the patient on (B)(6) 2010. The patient stated he disconnected himself and then reconnected. The patient stated he did not have any holes or leaks in the disposables. The hp discarded the supplies and started over with new ones. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation as it has been discarded.